Event description:
I had a surgery called the mild procedure by (B)(6). Its basically a blind procedure where the dr. Watches a diagnostic screen in black and white and tries to remove the ligamentum flavum. The pain mgt. Dr. Recommended this to me and as a patient, he told me its as safe as an epidural steroid injection. Well, the dr. Pulled out old scar tissue from a previous two-level spinal fusion instead of the ligamentum flavum which left me with no functioning s1 nerve root at all. The previous scar tissue was pulled out accidentally because its a blind surgery and the pain mgt. Dr. Doing it had no idea what he was doing. This led to permanent disablement and major muscle atrophy in every muscle that the s1 innervates. It also put me in cauda equina syndrome, which is a red flag emergency and hospitalized me. I have no plantar flexion at all and painful neuropathy all the way to toes. I have seen several FDA alerts on this same thing that happened to others and this procedure should not be FDA approved as its very dangerous and the neurosurgeons who had to do emergency surgery said so. Its so dangerous that they would not do this surgery cause its blind and said a pain management dr. Has no business doing these at all. It left me with neurogenic bladder disorder and arachnoiditis for life, which is an uncurable painful disease which causes clumping of nerve roots in the spinal cord. There is no cure and I am very lucky I do not have to have a catheter or a fecal bag for life. This procedure should be banned as there are others that this happened to also. All neurosurgeons said it's a blind procedure, so how are pain mgt. Doctors doing these surgeries when there not even trained spine surgeons? Where is the oversight? Emg nerve test in 2024 two separate times have shown the nerve root is 100% dead and muscle atrophy occurred fast through the s1 nerve path and all muscles it innervates.